Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 500cc mentor memorygel breast implants experienced left-sided grade ii capsular contracture and implant rupture postoperatively. Rupture was diagnosed by MRI for both breasts, and bilateral breast implant replacement was planned. However, upon device explantation, the right-sided breast implant was found to be intact. The patient ultimately underwent replacement with 600cc mentor memorygel breast implants, catalog # 3506004bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021. This medwatch report is for the right-sided implant.